Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room. The patient had received inappropriate shocks. It was observed that the right ventricular (rv) lead had possible intermittent t-wave oversensing (twos) in some episodes. The lead remains in use and continuous monitoring recommended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.